Event description:
It was reported that the patient presented with non-sustained lead noise events that appeared to be myopotential inhibition on the implantable cardioverter defibrillator. Review of the electrocardiogram revealed low level, high frequency noise that was inhibiting pacing and causing non-sustained right ventricular oversensing events. Myopotential oversensing from deep breathing was not observed after programming changes were implemented. The patient will be monitored with routine follow-up. The patient was asymptomatic.